Event description:
The representative reported that the pt did not fuse. Additional information received from the sales representative in 2009. The pt was a female patient who underwent an initial 2 level fusion on c5-c7 on an unk date. The representative did not know the pt's original diagnosis. Two days earlier, the pt underwent a revision surgery to remove the acufix anterior cervical2 level plate. C6-c7 did not fuse so the surgeon implanted a single level plate and allograft in the disc space. He also implanted adjacent level at c4-c5 with a single level plate and allograft. The space at c5-c6 did fuse.

Manufacturer narrative:
Implant date is unk. The product will not be returned. Eval is pending upon completed investigation of the product.